Event description:
During the first count, it was discovered that there was a quick clot gauze piece was missing. The surgical field, surgical incision, as well as outside of the surgical field, on the floor, in the trash cans, and under equipment was searched. The quick clot piece was not found, and x-ray was called to come for a flatplate. Radiologist read the x-ray as negative, and this result was communicated to all staff in the room. Surgeon felt it was appropriate to explore wound, surgical site reopened at which point quick gauze was found and removed. This product has 1 thin stripe of radiopaque material, and it is cut intraoperatively with variation among surgeons and specialties. The product is a z-fold 3 in x 4 yds. The products are all currently labeled as ¿x-ray detectable.¿ when the x-ray was performed, this product was not seen on the film. Is it possible to add additional radiopaque areas to the product?